Manufacturer narrative:
Investigation results were made available. Device history records (DHR): sulox, head the device manufacturing quality records indicate that the released components met all requirements to perform as intended revital distal the device manufacturing quality records indicate that the released components met all requirements to perform as intended revitan proximal the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: revision due to infection a trend is identified if at least one of the following criteria is met: - 3 similar events within 1 month for the same item number. - 6 similar events within 6 months for the same item number. - 2 similar events for the same lot number. Review of event description: it was reported that the patient was implanted on (B)(6) 2014 with a sulox-head and revised on (B)(6) 2014 due to infection. During the investigation, it has been noticed that the revitan stem, which was implanted on (B)(6) 2014 along with sulox head, was kept inside during the revision surgery on (B)(6) 2014. Only sulox head and pe liner (manufactured by orthodnyamics (B)(4)) were revised. This patient underwent two other revision surgeries reported in cases (B)(4) : (B)(4) treats the multiple fractures of the femur issue which occurred during the revision of the revitan distal (revision surgery on (B)(6) 2017) (B)(4) treats the revision due to implant fracture (cone fracture of a modular shaft) of the revitan distal (implanted on (B)(6) 2014 - explanted on (B)(6) 2017) note: the present case ((B)(4)) was opened based on the review of the surgical reports of complaint (B)(4). Review of received data: - a total of 49 different x-rays were received for investigation. All were anonymized so that patient, doctor, hospital and also examination date were not available. It seems that the x-rays were taken before, during and after the time in vivo of the sulox head. Most of the x-rays are different views of the concerning hip or pelvis. For an x-ray overview only the ap view of the pelvis and a second view are used. The ap view x-rays of the concerning hip and x-rays that show the knee or the spine are not included in this report. Since no dates of the x-rays are available it is not possible to put them all in a chronological order to generate the x-ray follow up. Additionally, it is also not possible to match all the different views to each other which are taken at the same time. However, with regards to the above described information from the surgical notes and the folder in which the x-rays were received together, it was possible to put most of the x-rays in an assumed chronological order. The review of the x-rays is described in (B)(4). According to the x-rays, it has been assumed that the patient underwent a surgery before the implantation of revitan stem and sulox head where all the components of the left tha were removed. Knowing that in the surgical report dated (B)(6) 2014 the "re-infection" word was stated, it can be assumed that on an unknown date all the components of previous tha were removed due to infection. On (B)(6) 2014, revitan stem, sulox head and competitor shell and liner (orthodynamics (B)(4)) were implanted. However, the x-rays in which the sulox head was involved cannot be specified due to lack of important information. - operation report dated (B)(6) 2014: diagnose: re-infection left tha after several septic changes findings: persistent secretions of several fistulous openings in the area of the scar lateral to the left thigh giving the indication for revision surgery. Intraarticularly, extensive synovial irritation conditions are present throughout the joint. There is a formation of cavities on the lateral femur to its distal part at the level of the incised cerclages. No certain proof of new infection event. The tissue is inflammatory infiltrated and shows macroscopically an aspect that does not exclude at least an inflammation in the sense of a re-infection. Due to this situation it is decided to maintain the joint although it could be defined as a late infection that would make a new explantation necessary. Removal of the head from revitan stem. No signs of loosening at the stem. Therefore stem is left remained. Removal of the inlay. No signs of loosening at the eska shell. Therefore, cup is kept remained. 32mm pe inlay size 4 with 10° margin is placed. Mathys 32mm ceramic head with sleeve is fixed. Then the reduction of the head into the cup is performed and the joint presents a veritable muscle tension with a proper implant position. An increased dislocation tendency cannot be reconstructed even with very exact analysis. - product stickers were received from the surgery performed on (B)(6) 2014. Pe-insert type 2000, size 4 / 32 mm art.-no.: 14 474 032 / lot no.: 1141403500 (orthodynamics (B)(4)), revitan stem, sulox head and cranial shell size 4 (orthodynamics (B)(4)) and beaded cable and sleeve set (stryker). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: - although the stem-head combination is allowed, the pe insert and shell belong to orthodynamics (B)(4). This product combination was not approved by zimmer biomet. - sterilization certificate for sulox head and revitan stem have been reviewed and it is confirmed that the products were sterilized according to the specifications. - IFU for endoprosthesis states that ¿zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. To determine which devices have been authorized for use in a proposed combination, please visit the zimmer website: www.productcompatibility.zimmer.com. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients." Root cause analysis: root cause determination using dfmea: - infection due to non sterile head implant due to incorrect sterilization method by supplier => not possible: sterilization method is validated according to the gamma sterilization specification (sulox) - unsterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: it cannot be proved, therefore cannot be excluded. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => possible: head was combined with competitor product (insert). - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: it is unknown if the product was re-used, therefore cannot be excluded. Conclusion summary: according to the information available at the hand, ceramic head of the tha was revised due to the infection after 1,5 month in-vivo time along with the competitor product (pe insert). Revision report dated (B)(6) 2014 indicates the diagnosis as re-infection of the hip. However, it is stated that there is no certain proof of new infection event. Therefore, the revision surgery was most likely not due to the products implanted on (B)(6) 2014. It can be hypothesized that the infection event which happened before the implantation surgery dated (B)(6) 2014 might have reappeared, meaning that the infectious area were not thoroughly removed from the patient. Nevertheless, sterilization certificates of the stem and head were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Sterilization specifications of the devices certify the suitability of sterilization. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Sterility of the competitor products (shell and liner) stays unknown, therefore any contribution on infection event coming from those components cannot be excluded. Possible other causes of the re-infection can also include contamination of the product during op, damage of the packaging during transportation and reuse of the device which is only intended for single use. However, based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is off label use - inappropriate combination of the products. Zimmer biomet stem and head were combined with shell and pe insert from orthodynamics (B)(4). Concomitant medical devices: - zimmer biomet: revitan, distal part, curved, uncemented, 18/200, ref# 01.00406.218, lot#2749920. - zimmer biomet: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14, ref# 01.00402.075, lot#2742280. - orthodynamics (B)(4): pe-insert type 2000, size 4 / 32 mm art.-no.: 14 474 032 / lot no.: 1141403500. - orthodynamics (B)(4): cranial shell size 4. - stryker: beaded cable and sleeve set . Concomitant therapy date: (B)(6) 2014. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays and surgical report were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e biolx-forte hd 28/-3.5 s 12/14) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a sulox, head, m, 32/0, taper 12/14 on the left side on (B)(4) 2014. And the patient underwent revision surgery on (B)(4) 2014 due to infection.